Event description:
It was reported through the litigation process that four months and eleven days post a port placement for vascular access, the catheter tip coiled and malpositioned. It was further reported that catheter developed with thrombosis and fibrin sheath formation. Reportedly, the port was removed and the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, medical record was provided for review. The report shows patient underwent a port placement procedure. Approximately four months and eleven days later, patient underwent fluoroscopy study which demonstrates catheter tip coiled over the upper chest, partially projecting over the port. With contrast injection, this demonstrates catheter tip doubled back on itself in the right subclavian vein with suggestion of fibrin sheath. The impression showed malpositioned right chest port catheter, now doubled back on itself in the right subclavian vein with fibrin sheath. Five days later, patient underwent port removal procedure. Therefore, the investigation is confirmed for the material twist, migration device appeared trigger rejection and it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four months and eleven days post port placement for vascular access, the catheter tip coiled and malpositioned. It was further reported that patient developed thrombosis and fibrin sheath formation was noted. Reportedly, the port was removed and the current status of the patient is unknown.